Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: two delivery systems of the same size and lot were received for evaluation. This investigation record addresses the sample no. 2 with the stent partially deployed. A cut piece of a 0.035 inch guidewire was found stuck inside the catheter of the stent delivery system. The guidewire could be removed with some resistance. During testing, the device could be flushed and a device compatible guidewire from the lab advanced through the catheter without any resistance. The investigation is closed with confirmed results for failure to advance and partial deployment of the stent is considered a cascading event. Based on available information and the evaluation of the returned sample, the investigation is closed with confirmed results for failure to advance and partial deployment of the stent is considered a cascading event. A definite root cause for the reported issue could not be identified. Labeling review: relevant labeling supplied with this product was reviewed. The instructions for use (IFU) was found to address the potential risks of the reported issue. The IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." According to the labeling supplied with this product a guidewire with a diameter of 0.035 inch (0.89 mm) and a 6f introducer sheath should be used. Regarding preparation, the IFU states: "prior to use, flush the stent delivery system with sterile saline using a small volume (e.g., 5 - 10 cc) syringe. Continue flushing until saline drips from the distal tip of the catheter after flushing each luer port." Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using e-luminexx. It was reported that during the procedure, the stent release device allegedly no longer slides on the 0.035 guidewire. The procedure was completed using another device. There was no reported patient injury.